Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with wear and tear damage enclosure, tank cover, front cover and plate clip. During analysis, the reported issue was able to be duplicated. The over temperature alarm went off before it was supposed to. It was noted that the device was out of calibration and this was the cause of the reported issue. Service recalibrated the device which included the resetting of the over temperature. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was overheating. No adverse effects were reported.